Event description:
Reporter stated that back-to-back blood glucose tests were performed, using the suspect device, with results of 485 mg/dl, 270 mg/dl, 160 mg/dl, 140 mg/dl, and 160 mg/dl. Reporter indicated that no action was taken based on these results. Reporter noted that, before these results were obtained, pt was exhibiting symptoms of hypoglycemia. Reporter had treated pt by giving her a peanut butter and jelly sandwich. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.